Event description:
It was reported when the puncture needle is removed, the protruding part of the end of the guide wire fricts the puncture needle. When the intubation sheath is sent, the end of the guide wire cannot enter the intubation sheath. Only after the protruding part of the end of the guide wire is cut with scissors, can the end of the guide wire enter the intubation sheath.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One photograph and one video of a guidewire were returned for evaluation. An initial visual observation of the returned photograph and video showed a guidewire with a slight bend near the middle of its length. One end of the guidewire appears to be damaged; however, no detail of that apparent damage could be discerned. There were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause. Therefore, this complaint was confirmed as cause unknown. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported when the puncture needle is removed, the protruding part of the end of the guide wire fricts the puncture needle. When the intubation sheath is sent, the end of the guide wire cannot enter the intubation sheath. Only after the protruding part of the end of the guide wire is cut with scissors, can the end of the guide wire enter the intubation sheath.